Manufacturer narrative:
Additional information has been received indicating the event involved a pump alarming with no air seen in the infusion line. This follow-up MDR is being submitted with the intention to indicate the following: 1) the event involved a pump alarming with no air seen in the infusion line. 2) the medical device problem code (a) for this event is 1012.

Event description:
As reported, set pump univ. Drops asv 123in 22ml prim vol 24ea/ca. Air in line and downstream occlusion alarm complaints. See checklist. From checklist, air in line. Used prime function to remove the air in the line and infusion restarted. Alarm reoccurs, used prime function again to remove the air in the line and restart infusion. Open door, remove and visualize, tab the tubing section and observe for bubbles. No visible bubbles, reload the tubing and restart infusion. Alarm re-occurs. Changed the tubing and the pump.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.